Event description:
It was reported that a vns could no longer perceive stimulation after being seen at a follow up appointment with the treating neurologist. The pt was immediately seen by the treating neurologist, and his vns settings were found to be at unintended therapy settings. At the moment, the root cause of the event is unk and the settings were corrected at the follow up visit. Good faith attempts to obtain add'l info have been unsuccessful to date.